Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a puss filled blister under the front therapy electrode. The patient reported that her physician prescribed an ointment but that did not make the condition better. Follow-up indicated that the patient had applied a salve she received from an unrelated surgery and reported that the irritation was healed.